Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death). Patient¿s condition ¿ predisposed event (pre-operative rupture). Unapproved use of device (pre-operative rupture). Evaluation conclusions: known inherent risk of a procedure (death). Off ¿label, unapproved or contraindicated use (pre-operative rupture). Operational context caused or contributed to the event (emergent treatment of pre-operative rupture).

Event description:
A valiant captivia stent graft was implanted in a patient for the emergent treatment of a ruptured thoracic aortic aneurysm. The stent graft was successfully deployed and seal was obtained; however, the patient subsequently expired on the table. The physician commented that the patient had lost too much blood by the time the stent graft was implanted, and this is what led to the death.